Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charges and boot up was performed and failed due to the rx unit not booting up and\or communicating. Perform internal visual inspection and failed due to moisture damaged on the main circuit board. Pictures were taken. The log was not downloaded and reviewed due to the rx unit not booting up and\or communicating. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.